Manufacturer narrative:
Customer evaluated.

Event description:
It was reported that the battery is not working. It is unknow if device was in use, but no adverse event to patient or user was reported. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.